Manufacturer narrative:
Zimvie complaint number: (B)(4). A1: patient identifier: unknown / not provided. A4: patient weight: unknown / not provided. D10: concomitant medical product: bopt5410, t3® tapered implant 5/4 x 10mm, lot: 2120027796. E1: phone#: unknown / not provided. E1: email address: unknown / not provided.

Event description:
The doctor reported that the products had been unpackaged and were therefore no longer sterile, which made it impossible to place the implants.